Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous sound coming from the system controller was not able to be determined. The system controller, serial number (B)(6) was not returned for evaluation. Per the additional information, there was no equipment exchanged and no products will be returned at this time. Log files provided from the customer were reviewed. The event log file contained data recorded from (B)(6) 2023 to (B)(6) 2023 where normal operation was recorded. The recorded data revealed that the system maintained the set speed with no interruptions and there were few routine power cable disconnect alarms associated with power exchanges. The periodic log file contained events recorded from (B)(6) 2023 to (B)(6) 2023 where normal operation was recorded. The specific root cause for the reported event was not able to be determined. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook (japan) rev c, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, (japan) rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient heard a continuous sound coming from the system controller at home. No hazard alarms were noted in the history. The patient was asymptomatic. It was later reported that the cause of the continuous sound had not been identified. No troubleshooting was performed, and no equipment was exchanged.

Manufacturer narrative:
Address- (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.